Event description:
It was reported that a patient¿s implantable neurostimulator (ins) eventually sunk down and tilted and it was rubbing her rib and hip bone and causing a lot or pain. It was stated that the ins was repositioned (B)(6) 2014 and it was moved to the "correct" area in the flank area of the buttocks. The caller indicated that she was supposed to be "recalibrated" after the surgery on friday but the patient never saw the manufacturer¿s representative again before she was discharged. The patient stated she was hoping to meet up with a manufacturer¿s representative on friday at the appointment to have the stitches removed.

Event description:
Additional information received reported the battery was falling out of place, affecting stimulation. There was a gradual loss of therapeutic effect but no loss of stimulation. X-ray revealed a shift in the battery position. The battery was moved from the left flank to the right buttock. It was noted that the battery was not replaced. The cause of the event was determined and it was not device related. There was 50% or greater symptoms reduction and the patient recovered without permanent impairment. Reprogramming was needed and a manufacturing representative made programs that were working well for her. The patient received assistance for her doctor or manufacturing representative on (B)(6) 2014 and her concerns were resolved. She no longer had concerns with her device or therapy.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).